Manufacturer narrative:
D9: device avail. For eval? (Update from no to yes). H3: device returned for evaluation (update from no to yes). H6: type of investigation code (add b01). H6: investigation findings: (replace c13 with c19). H6: investigation conclusions: (replace d15 with d14). H10: the actual device was received for evaluation containing approximately 103 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. Based on the functional flow test result, the device was determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which revealed residual fluid inside the product's bladder which suggested an underinfusion may have occurred. The reported condition is not clearly observed via the provided photographs. Due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor lv (large volume) underinfused during patient use. It was further reported that after 24 hours of infusion, only 230ml was infused and 50ml remained in the device. The device had been filled with cincristine 0.51mg, doxorubicin 12.96mg and etoposide 64.8mg. There was no patient injury or medical intervention associated with this event. No additional information is available.